Event description:
The reporter states that she obtained a 76mg/dl and 186mg/dl blood glucose comparison on the accu-chek aviva system. The results were obtained within a 10 minute timeframe. The reporter states that she felt shaky with the blood glucose results of 76mg/dl. She drank orange juice and felt better immediately. No adverse event reported. New system sent to customer and return requested.